Event description:
It was reported by the customer that during insertion, the catheter wall broke on the side. There was no contact to alcohol according to the user. As a result, a new catheter was placed without any problems. Add'l info rec'd on 3/22/2010 from (B)(6) stated "the break occurred at the very beginning of the catheter insertion. As a result, the catheter was removed immediately and replaced successfully and without incident. There was no reported harm to the pt. The customer states that they do not use alcohol containing disinfectants on their catheter." Note: the following are the drugs/concentrations being administered, keprak 100ug/ml (15mg), altrapid 1 einheit, depakine 2,6mg, kaliummalat 6 mmol, lasix 2,5 mg/hour, ringer-laktat 25ml/hr. Status epilepticus, or very long lasting seizures, is a medical emergency that requires quick attention - in fact, quick medical care can save a life. Add'l information rec'd on 3/31/2010 by (B)(6) stated that the only info the sales representative rec'd was that no piece was left in the pt's body. There is no further info available on the event.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.